Event description:
The explanting physician replaced the associated ra and lv leads because they were "not functioning" and this device was at "end of life." No additional information is available. Should additional information become available, this event will be updated.